Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit passed rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and selftest. No unexpected no insulin messages noted during testing. The power management graph was in specification, however the power management graph indicated connector resistance issue. Multiple pump error 25 alarms were present in the format history file due to connector resistance issue. Connector was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for 3 days with the unit functioning properly during testing as shown in the power management graph. Unit received with missing retainer. Unable to perform displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched casing, deep minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, severely faded serial number label, stained serial number label, missing end cap address label and corrosion in battery tube.

Event description:
The customer reported via phone call that their insulin pump alarmed power error detected first time. The patient¿s blood glucose level was 96 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.